Event description:
The tech alleged the bed had intermittent hi/low head up and head up functions. No pt impact.

Manufacturer narrative:
The tech replaced the hydraulic manifold assembly to resolve the issue.